Event description:
It was reported that patient presented to the emergency room for abdominal pain. An abdominal computed tomography (CT) scan showed colonic ischemia with pneumatosis with no active gastrointestinal (gi) bleed. The patient underwent exploratory laparotomy, right hemicolectomy and creation of an ileostomy. The cause/etiology of the ischemic bowel was unknown. The patient was stable status post right hemicolectomy/ileostomy; the patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Although cause/etiology of the ischemic bowel was reported as unknown, section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including venous thromboembolism and arterial non-central nervous system (cns) thromboembolism. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.